Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr), low ejection fraction (ef), and dilated cardiomyopathy for a mitraclip procedure. The transseptal puncture was suboptimal. After steerable guide catheter (sgc) insertion, an xtw was inserted. There was an attempt to straddle in the pulmonary vein (pv) direction, but the left atrium was too small to advance the clip. The devices were under-straddled to steer toward the mitral valve, and it almost entered the left ventricle. To secure height, the xtw was returned to its original position. Although, m knob was released, it almost hit the upper wall of the left atrium. The clip was attempted to retrieve into the sgc, but got caught on the soft tip. During troubleshooting, the sgc was straightened to the limit by tightening the +/- knob. Then the clip, which was already fully closed, was tightened. The clip was recovered inside the sgc. Because the clip was closed tightly, and due to the lack of height it was able to achieve in the anatomy, it was decided to use a replacement out of precaution. An ntw, due to it's smaller size, was able to complete the procedure. The mr was reduced to grade 1+. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported failure to advance the clip delivery system (cds) is due to patient conditions (suboptimal transseptal puncture and small left atrium (la)). There is no indication of a product issue with respect to manufacture, design or labeling.